Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the completed investigation. The device was returned to olympus for inspection and the reported failure was confirmed. It was observed that a crack had developed from a scratch on the broken surface of the probe. No other abnormalities were found during the device evaluation. A definitive root cause could not be identified. Based on past investigation results, the probe breakage may have been caused by contact with other equipment, as follows: 1. During output in seal & cut mode, the probe came in contact with hard tissue, metal or a surgical instrument. Consequently, a scratch was made on the probe. 2. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. 3. The probe broke when added load. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from customer: after the knife head fractured, the fractured part fell into the patient's abdominal cavity and was retrieved using the gripping pliers.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the following fields: d4 & h4.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the thunderbeat's knife head was fractured. The issue occurred during the therapeutic laparoscopic distal gastrectomy. There was a delay of less than 30 minutes, and the procedure was completed with a back-up device. There were no reports of patient harm.